Event description:
Foley catheter tubing snapped, catheter broke just before where drain tubing is connected. Md notified and new foley was inserted.what was the original intended procedure?catheterization.device #1is this a laboratory device or laboratory test?no.